Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor and insulin squirt out during manual prime. Customer's blood glucose at time of incident was unknown. The customer was advised that we sending replacement. The customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor; unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to a33 alarm. However, the insulin pump was received with normal operating currents and passed the self-test, a21 error test and displacement test. The insulin pump had minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.